Event description:
While wearing the external equipment, the patient reportedly experienced sound perception problem and intermittencies followed by loss of lock. In 2005, patient was seen for device evaluation. Testing performed confirmed that the patient's device was no longer functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.